Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for the farawave procedure for atrial fibrillation, when the box was opened it was noticed that the plastic bag to the farastar catheter connection cable was slightly open. The sticker the box was intact. A new connection cable was used to ensure sterility. No patient complications occurred. The device was contaminated and not expected to be returned.